Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump unit pneumatic module test failed. There was no patient involvement .

Manufacturer narrative:
Corrected field: e1( event site name).

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(state: (B)(6) & postal code: (B)(6)). A getinge field service engineer (fse) stated on (B)(6) 2023 pim test passed and failed marginally. Inspected pneumatic fittings and found no abnormalities. Fault found with old model safety disk and pim. On (B)(6) 2023 to resolve issue replaced safety disk and fault cleared. All manifold test performed and passed safety disk cycle resettled to 0. Unit handed back to user in good condition. There was no patient involvement. The failure analysis and testing dept. Received part safety disk with a reported unit failure of the safety disk failing the membrane test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. After the all manifold test was completed the membrane differential test read 3mmhg. The factory specification is +-6mmhg. The fat could not replicate the failure of the membrane test failing. The safety disk passed testing. Retained the safety disk in the fat per procedure number. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.